Manufacturer narrative:
Initial event details were received by united therapeutics drug safety on 26-aug-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 27-aug-2025. Based on the information provided by cvs specialty pharmacy, the event was initially assessed as non-reportable. Product was later returned to millyard advanced medical products, llc, for investigation on 11-sep-2025 and reportable information was discovered by way of a technical investigation completed on 07-nov-2025. Therefore, the date received by the manufacturer (g3) for MDR purposes is 07-nov-2025, and the report source (g2) is listed as company representative. Remunity remote, (B)(6), was found to be paired with remunity pump, (B)(6). Logs retrieved from the system showed no cassette depleted alarms, but revealed pump failure and pump error alarms generated by the system between 23-aug-2025 and 24-aug-2025. A test delivery attempted during the investigation could not be completed due to an additional pump failure alarm. Disassembly of the pump revealed a hardware issue, associated with a known manufacturing corrective action, which would have resulted in the observed pump failure and pump error alarms. Remunity remote, (B)(6), was found to be paired with remunity pump, (B)(6). Logs retrieved from the system confirmed cassette depleted alarms were generated on 23-aug-2025, as well as a cassette problem alarm. Test deliveries attempted during the investigation could not be completed due to early cassette depleted alarms. Upon disassembly of the pump, evidence of fluid ingress was observed, which was found to be the cause of the early cassette depleted alarms, as well as the observed cassette problem alarm. A specific cause for the fluid ingress could not be conclusively determined. Although the patient only reported an issue with one remunity pump, the investigation confirmed that both of the returned remunity pumps malfunctioned within the timeframe of the complaint. Therefore, this event is being reported out of an abundance of caution.

Event description:
An initial event notification was received by united therapeutics drug safety on 26-aug-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc, on 27-aug-2025. It was reported that, after attaching a newly filled cassette, the patient received cassette depleted alarms earlier than expected while using remunity pump, (B)(6). The patient reportedly switched to their backup remunity system with no further issues.